Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
Dexcom was made aware on 07/03/2017, that on (B)(6) 2017, the patient experienced a severe hypoglycemic event that resulted in a car accident and the patient was hospitalized. There was no allegation against the dexcom system. It is unknown if the patient was wearing the device at the time of event. No additional event or patient information is available.